Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer went to the emergency room for blood glucose of 300 mg/dl; cause for elevated bg was unknown. Customer was treated with intravenous fluids and insulin. Reportedly, customer was released after four hours with blood glucose of 83 mg/dl.